Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is: (B)(4).

Manufacturer narrative:
Correction made - incorrect selection was made on initial - should be malfunction, not serious injury. \the customer¿s biomedical engineer confirmed the battery failure. The battery was replaced and the device functioned per its specifications. The request for patient information was declined.

Event description:
The customer reported that something wrong with internal battery. The customer reported the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported that something wrong with internal battery. The customer reported the unit was in use on patient, but there was no patient harm.